Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: product failed rite electrical ground bond test at 0.101 (high limit of 0.100) ohms and passed functional test. Assignable cause for rite electrical failed ground bond test is determined to be corrosion / contamination door post, frame and set screw. Baxter will continue to monitor similar reports to determine if further actions are required.